Event description:
It is reported that the device was implanted in 2006, and explanted in 2008.

Manufacturer narrative:
Event problem: evaluation summary: the patient was revised due to excessive pain, allegedly caused by a loose acetabular component. Acetabular loosening may be caused by many factors including stem neck impingement, surgical technique, patient bone quality and/or activity level, and osteolysis. No devices and/or x-rays have been returned. The exact cause for the alleged acetabular loosening can not be determined at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the compliant will be reopened. Zimmer, inc. Considers the investigation closed.